Event description:
This lead was explanted because, it had become dislodged "a while ago" and the physician chose to replace it while upgrading the patient to an ICD. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead¿s distal part was partly pulled out of the ring electrode. Blood penetrated the lead in this area. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage tensile forces during the surgery should be taken into consideration. Further analysis demonstrated abrasion marks along the lead body. The insulation was intact. The values of the parameters measured during the analysis of the fixation mechanism and during the electrical analysis proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.